Manufacturer narrative:
Follow-up #1 date of submission 01/05/2016-product analysis: the device was returned and evaluated by product analysis on 12/16/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues; data relevant to the event date was overwritten due to extended pump use. No abnormal pump behavior was observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.